Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information indicates that the malfunction was with the patient's ipg and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under manufacturing report number: 3006705815-2026-01252

Event description:
Additional information indicates that the malfunction was with the patient's ipg and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under manufacturing report number: 3006705815-2026-01252.